Event description:
It was reported that patient underwent a total shoulder arthroplasty utilizing a soft anchor on (B)(6) 2014. During the procedure, the anchor tip fractured during insertion. Subsequently, the surgeon removed the drill guide and anchor. He attempted again with a second anchor and it also fractured. There was a small amount of metal shavings from the drill remained in the patient. Another soft anchor was available to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance."